Event description:
Customer reported feeling weak and disoriented. Customer's device =168 mg/dl. Customer passed out. No treatment was received. Level one control was in range however level two was not provided. A request was made for return product and replacement product was sent.